Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the prime process. The blood glucose reading is 132 mg/dl. The drive support disk is protruded. Customer has pushed the drive support back into the insulin pump, stating that is works. Advised customer not to use the insulin pump. Advised that a replacedment will be shipped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.